Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with reflin (1 gram, daily, route and duration not reported) and fortum (1 gram, daily, route and duration not reported). The patient outcome from the event was not reported. It was reported that dianeal therapy was ongoing. No additional information is available.